Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d4; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues clinical and radiographic symptoms consistent with metallosis, elevated ions as reported, damage to the capsular tissue, mild staining on the trunnion within the joint of femoral head. Cup and stem well fixed. No further complications, the additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent a right hip revision. Subsequently, patient started experiencing pain and was revised approximately 15 years later due to pain, metallosis, and elevated metal ions. During the revision, soft tissue capsular damage was noted as well as staining on the trunnion. The head was replaced with a dual mobility construct without complication. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021- 02938, 0001825034 -2021- 02939.

Event description:
It was reported that the patient underwent a right hip revision. Subsequently, patient started experiencing pain and was revised approximately 15 years later due to pain, tenderness, fluid collection, and decreased mobility. Attempts have been made and additional information on the reported event is unavailable at this time.